Event description:
The patient received two leads with the same lot number. It was reported the patient was unable to increase the amplitude of the system due to auto-reducing. The sjm met with the patient for reprogramming but was unable to provide stimulation coverage due to multiple invalid contacts. It was reported the patient was to have an x-ray taken. Follow up identified the physician determined one of the leads was fractured. It was reported surgical intervention would be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.